Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected and failed battery. The customer¿s blood glucose level was 168 mg/dl. It was reported that the pump issues and after getting a new battery cap had power error detected. The customer stated that the placed a new battery in and received battery failed. The troubleshooting was performed and was advised to wait for the insert battery alarm before inserting a new or fully charged aa battery. Customer received battery failed alarm. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use and revert to back up plan and treat per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected failed batt alarms, low battery alerts, replace battery alerts, replace battery now alarms or power loss alarms noted during testing. Power error due to connector resistance issue. Device passed displacement test, sleep current measurement, active current measurement and selftest.